Event description:
On 2/13/90, rptr had a lumbar laminectomy with posterior lumbar interbody fusion with plates and screws. Pre-operative diagnosis: psuedoarthrosis l5-s1. Rptr states that other areas of his body that did not hurt now hurts. The surgeon did not advise rptr that the devices were not approved by the FDA nor did he advise him of other options. Rptr has had loosening or breaking and movement or protrusion of the device. Rptr has been determined to be totally disabled.